Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal. The contact battery compartment floor was also showing degradation causing a failure. The dso seal and battery compartment were replaced to fix the issue.

Event description:
It was reported that the device had a red alarm on startup. There was a "wireless module intermittent connection with pump" that appeared every time the pump started up. This high priority alarm event pauses the delivery of the pump until the error is addressed. The site tried using a known good communication module, but the issue persisted. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.